Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 262 (mg/dl). Customer administered a correction bolus; however, bg levels did not stabilize. System check and troubleshooting was performed by tandem technical support and pump performed as intended. Recommendation was made to consult with health care provider to discuss factors that may impact bg levels.